Event description:
On 6/29/98 following a bilateral iliac stent procedure, an angio-seal device was placed in the pateint's left groin. Within 24 hours the patient's pulses were noted to be diminsihed and her leg was cool to the touch. An angiography performed on 6/30/1998 identified an occlusion at the puncture site, therefore the patient was started on anticoagulants followed by a percutaneous transluminal angioplasty and stent placement of the left femoral artery. The patient reportedly tolerated the procedure well. The patient was discharged home on 7/2/1998 without sequalae. As of 7/28/1998 there has been no further report of complication made to the manufacturer.